Event description:
Outpatient physician office returned unopened culture swab to lab with comment that they saw a brown residue on the bottom of the swabs. Pack was opened in microbiology and both swabs cultured. Subculture grew coagulase negative (B)(6) species. Vendor (B)(4) has been notified of the issue and remaining swabs of this lot number will be returned to them for an internal investigation. To date, it is unk if any pt results have been affected.